Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported by the end user that the mass is difficult to remove even though the patient used an adhesive remover and soaked the wafer in water. There was no harm reported.